Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional peripheral artery disease procedure. Reportedly, three proglides were attempted; however, all three had a cuff miss, no suture present when the plunger was removed. A fourth proglide was deployed and suture was successfully placed. When the device was removed from the anatomy, it was noted the posterior foot plate to be missing. Although fluoroscopy was done and no missing plate was found in the patient's anatomy, it cannot be confirmed if the missing foot plate is in the patient or outside the anatomy. The sheath was upsized to 8f and the procedure continued and hemostasis was achieved with the pre-placed suture of the fourth proglide. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.